Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there may be possible battery end of life, cannot establish telemetry with the device and there are no green lights. It was also reported that there are no signs of pacing on surface electrocardiogram, and battery voltage was 2.88 volts at the last follow-up that was 12 months ago. The device was explanted and replaced. No patient complications have been reported as a result of this event.